Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the distal idler. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following additional damages to the instrument: there was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or the tube abrasions with material removed, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that a broken wire was identified on the maryland bipolar forceps instrument after completion of a da vinci surgical procedure. Nothing reportedly fell into a patient, and no patient harm, adverse outcome or injury was reported.